Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right ventricular (rv) lead was implanted and prior to the device being introduced during surgery, the patient suffered from aggravated heart failure and suddenly developed ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient was cardioverted to sinus rhythm. The physician decided to stop the operation due to patient safety. The lead remains in the patient. No further patient complications have been reported as a result of this event.